Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rx was used during a procedure performed on (B)(6) 2013. According to the complainant, the stent was being implanted for treatment of biliary stone disease. During the procedure, the stent was successfully deployed; however, within 10 seconds of the physician deploying the stent, the device had migrated up into the common bile duct. The physician attempted to retrieve the stent with rat tooth forceps, an rx stone balloon, and a spyglass with a spybite but was unsuccessful. The retrieval was aborted, and the physician left the device in the duct. The patient is scheduled for another visit in three weeks time to attempt removal again. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rx was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the stent was being implanted for treatment of biliary stone disease. The patient anatomy was not tortuous and the patient had not been undergoing chemo therapy and radiation treatment prior to or during the event. During the procedure, the stent was successfully deployed; however within 10 seconds of the physician deploying the stent, the device had migrated up into the common bile duct. The physician attempted to retrieve the stent with rat tooth forceps, an rx stone balloon, and a spyglass with a spybite but was unsuccessful. The retrieval was aborted, and the physician left the device in the duct. The patient is scheduled for another visit in three weeks time to attempt removal again. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Reported event of stent positioning issue. Reported event of difficulty removing the stent. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.